Event description:
Pt was having a diagnostic laparoscopic procedure. After the umbilical puncture was made and the obturator was removed, a large amount of blood was noted. The physician noted that the sharp point passed the safety guard on the trocar. The pt's left iliac artery was punctured. Immediate surgical repair was required. The pt recovered with no adverse effects other than the scar from surgery.